Event description:
The customer reported there was a leak of clear fluid (volume 10 ml) dripping from underneath the beckman coulter lh750 analyzer. There was no reported impact to patient results associated to this event. The customer was wearing ppe and gloves when the incident occurred. No injuries occurred and no one sought medical attention. There was no report of exposure to open wounds or mucous membranes. The msds was not reviewed; however, it is readily available to customers via the beckman coulter website. The customer has an exposure control or risk management plan in place at the facility. There was no death, injury or change/delay to patient treatment associated with this incident. The field service engineer (fse) found a leak at the first shear valve. Replacing the looped tubing at the shear valve fitting solved the problem. The cause of the tubing leak is unknown; however, replacing the tubing at the shear valve resolved the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).